Event description:
Facility started to use the ventilator on pt, but could not ventilate pt. Tried other pt circuits from the same lot, but none of the circuits would work in the performance test of the ventilator.